Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient was hospitalized on (B)(6) 2024 for a pulmonary embolism. Additionally, the patient had excess fluid from not draining properly. The patient was in the intensive care unit and was completing dialysis treatments in the hospital. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler and the patient event of pulmonary embolism and excess fluid with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between pd therapy and the use of the liberty select cycler. Pulmonary emboli usually arise from thrombi originating in the deep venous system of the lower extremities. The causes of pulmonary emboli described in the literature include the following: venous stasis, hypercoagulable states, immobilization, surgery and trauma, pregnancy, oral contraceptives and estrogen replacement, malignancy, hereditary factors and acute medical illness. The cause of the patient¿s excess fluid was not provided. The patient did not report any other issues with technical support and only made the one call on (B)(6) 2024 with the patient¿s daughter stating the cycler was not draining the full amount. It is unknown if there was a pd catheter (not a fresenius product) malfunction, or if there were smaller emboli that could have caused a pd catheter blockage effecting the patient¿s drain. There is no information available pertaining to the patient¿s treatment records and no hospital records to review. Based on the limited information and no evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s pulmonary embolism and excess fluid with hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius that the patient was hospitalized on (B)(6)2024 for a pulmonary embolism. Additionally, the patient had excess fluid from not draining properly. The patient was in the intensive care unit and was completing dialysis treatments in the hospital. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: a visual inspection of the returned cycler exterior showed signs of physical damage due missing door logo. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.